Event description:
The customer reported that an 840 ventilator had an erratic screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and reseated the color I/o pcb. No parts were replaced. The unit passed extended self-testing.